Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clipping device safe clip jammed during use and failed to cut the needle properly, as the "handling indicated by the line" would not work. The following information was provided by the initial reporter, translated from spanish to english: informs that she communicated since (B)(6) 2019 reporting failure in the needle cut, indicates that she can not insert the needle, because the handling indicated by the line did not work.

Manufacturer narrative:
H.6 investigation: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for difficult/unable to operate on lot # 7177532. Investigation summary: customer provided two (2) photos of a bd safe-clip device from lot 7177532. No samples were returned therefore the investigation will be performed based on the photos provided. Consumer reported reporting failure in the needle cut, indicates that she cannot insert the needle. Both photos were reviewed, and it was observed that the cutter hole was blocked by what appears to be previously cut cannula. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information attached (see attached file), the problem ¿no clipping¿,¿ cutter blocked¿ and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). As no samples were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. H3 other text : see h. 10

Event description:
It was reported that the needle clipping device safe clip jammed during use and failed to cut the needle properly, as the "handling indicated by the line" would not work. The following information was provided by the initial reporter, translated from spanish to english: informs that she communicated since 04/05/2019 reporting failure in the needle cut, indicates that she can not insert the needle, because the handling indicated by the line did not work.